Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had hernia recurrence, pain which have impaired daily activities and underwent repair with mesh explant. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient; however, no details have been provided. Note, the manufacturing date (15-dec-2021) is considered to be a best estimate. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per legal complaint: attorney alleges that the patient underwent open ventral hernia repair with implant of ventralex st mesh on (B)(6) 2022. It was alleged that the patient underwent an additional surgical intervention for abdominal pain, during which an open incarcerated recurrent ventral hernia repair was performed. The patient subsequently underwent removal of the ventralex st mesh and implantation of phasix mesh on (B)(6) 2024. Attorneys alleges that the patient experiencing additional surgical intervention, recurrence, pain which have impaired daily activities. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the device was defective.